Event description:
Fire department personnel were treating a patient with full heart block and attempted to pace the patient. Reportedly, the device would intermittently stop pacing and would have to be restarted. The reporter stated that the reported malfunction contributed to the patient's outcome.